Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10atm for 30 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.